Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information requested and received: did the device cut? The knife literally moved for one second so movement of knife if any was minimal. Did the device staple? When the stapler was finally removed off tissue, there were no staples present on tissue. Was the staple line complete? No, no staples seemed to have been fired. At what firing did the issue occur? It was the first attempt to fire the device. How was the device opened? The manual override was utilised to open the device. How was the device removed from the tissue? The manual override was utilised to open the device and then it was able to removed off tissue. Was the an ae to the patient post surgery? There was some arterial bleeding when stapler was removed from tissue (it had been on there for ~45min while the vessels were being ligated by other means). 2 days post op with surgeon seems to have patient as doing ok. Was post-op care changed due to the extended or time? No.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Sled movement. Batch # m5254g. Additional information requested but unavailable: please clarify: did the device cut? Did the device staple? Was the staple line complete? At what firing did the issue occur? How was the device opened? How was the device removed from the tissue? Was post-op care changed due to the extended or time? If yes, please explain: the analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A gst60w cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. No short cut or absent cut were noted during functional testing. It should be noted that the battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators.

Event description:
It was reported that during a laparoscopic assisted right hemicolectomy procedure, "they went to fire the stapler to go across the inferior mesenteric vein and inferior mesenteric artery when the knife blade went out for one second and then back in again. It couldn't open because the battery wasn't working. They took measures to secure the vessels in another way using hemlocks and also using another like device. 45 minutes to 60 minutes delay in surgery." There were no adverse consequences for the patient reported.